Manufacturer narrative:
(B)(4). Device evaluated by manufacturer. The complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-10929. It was reported that shaft break occurred. The target lesion was located in the tortuous circumflex artery. Two emerge balloon catheters were advanced to the lesion but became kinked. The devices were then removed from the patient's body in one piece. Upon further examination of the devices at the back table, it was found out that the shaft of the balloon broke in half. The procedure was completed with a different device. No patient complications were reported and the patient did well and recovered normally.